Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, following several successful pulmonary vein isolation (pvi) ablations with a balloon catheter the physician switched to an electrophysiology catheter. At which point a system notice was received indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. Additionally, a system notice was received during the second injection indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: bin files analysis showed at least 8 injections were performed with the non-returned catheter without any issue. No product has been returned for investigation. The reported issue has not been confirmed through testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.